Event description:
Account reported the lens did not completely deploy from the cartridge and was partially inserted, requiring removal with tissue forceps. The procedure was successfully completed with a new same lens and the patient was unharmed. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: jan 02,2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection reveal the complaint device was received with the plunger rod completely retracted and with the lens stuck in the neck of the cartridge where the neck meets the cartridge tip. Viscoelastic residue could be identified to be distributed through the length of the cartridge. The lens module was inspected revealing no damage or viscoelastic residue; however, the plunger rod was identified to be bent. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected and presented with no advancement issues. The lens could not be removed for evaluation. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.